Event description:
A (B)(6) male patient contact zoll customer support to report that the response buttons were not working properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) has been confirmed. As received, the response buttons would not activate the device. The cause for the inability to activate the device is a kinked ribbon cable. The root cause for the defective ribbon cable cannot be positively identified. No adverse event resulted from the defective cable. The patient received a replacement monitor.